Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a dim display. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the unit has a dim screen. Unit is old and has a 1st generation lcd. The rse recommended replacing the ui assembly and provided parts ID for the ui assy, w/o nav-ring, gray, v60 fo the repair. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Per the good faith effort (gfe) response, it was confirmed that the ui assembly has not yet been received, and individual components had to be ordered separately. The device successfully passed performance testing and has been returned to service. The investigation concludes that no further action is required at this time. If additional information becomes available, the complaint file will be reopened.